Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned due to elevated threshold and very low sensing. No additional adverse patient effects were reported.